Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared after the customer performed self-troubleshooting. Customer further declined troubleshooting with tandem technical support. There was no reported impact to customer's blood glucose level.